Event description:
It was reported that the cap of a clearlink solution set appeared to be ¿glued¿ onto the end and was unable to be moved, preventing connection of the set to the patient line. This was noticed after the set was primed with cefepime and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 01, 2014 to july 02, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a collar prong was observed to be adhered to the luer shaft with a bonding agent. Upon manually rotating, the collar prong detached from the luer shaft. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.